Event description:
This spontaneous case from united states was received on 21-feb-2018 from other healthcare professional this case concerns male patient who initiated treatment with synvisc one and after 12 days was unable to walk and had severe pain; after 15 days developed large golf balls on the injection site; after 58 days aspirate both knees/bilateral aspiration; after an unknown latency had difficulty standing up, weakness, esr elevated and crp elevated. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (indication and dose: unknown) (batch/ lot number and expiry date: unknown). On (B)(6) 2017, after 12 days, he experienced severe pain & was unable to walk for 12 days. On (B)(6) 2017, after a latency of 15 days, patient developed large golf balls on the injection site. Patient was give cortisone injection, it helped improved the pain but he still had difficulty standing up & weakness (onset and latency: unknown). Lab work of esr & a crp was ordered and they came back elevated (onset and latency: unknown). On (B)(6) 2018 patient's bilateral knees were aspirated. Since the aspiration, the pain decreased, it was 4 out of 10 on a regular basis and 7 out of 10 at its worse. Corrective treatment: corizone injection for unable to walk, aspirate both knees/bilateral aspiration, severe pain, developed large golf balls on the injection site; not reported for rest of the events. Outcome: recovered for unable to walk; not recovered for difficulty standing up, weakness; recovering for severe pain; unknown for rest of the events. Seriousness criteria: required intervention for unable to walk, aspirate both knees/bilateral aspiration, severe pain, developed large golf balls on the injection site pharmacovigilance comment: sanofi company comment for follow up dated 21-feb-2018:this case concerns a patient who received treatment with synvisc one and later the patient had knee effusion, was unable to walk, joint pain, difficulty in standing and injection site swelling. A temporal relationship can be established with the product administration. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This spontaneous case from united states was received on 21-feb-2018 from other healthcare professional this case concerns male patient who initiated treatment with synvisc one and after 12 days was unable to walk and had severe pain; after 15 days developed large golf balls on the injection site; after 58 days apirate both knees/bilateral aspiration; after an unknown latency had difficulty standing up, weakness, esr elevated and crp elevated. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (indication and dose: unknown) (batch/ lot number and expiry date: unknown). On (B)(6) 2017, after 12 days, he experienced severe pain & was unable to walk for 12 days. On (B)(6) 2017, after a latency of 15 days, patient developed large golf balls on the injection site. Patient was give cortisone injection, it helped improved the pain but he still had difficulty standing up & weakness (onset and latency: unknown). Lab work of esr & a crp was ordered and they came back elevated (onset and latency: unknown). On (B)(6) 2018 patient's bilateral knees were aspirated. Since the aspiration the pain decreased it was 4 out of 10 on a regular basis and 7 out of 10 at its worse. Corrective treatment: corizone injection for unable to walk, apirate both knees/bilateral aspiration, severe pain, developed large golf balls on the injection site; not reported for rest of the events. Outcome: recovered for unable to walk; not recovered for difficulty standing up, weakness; recovering for severe pain; unknown for rest of the events. A product technical complaint was initiated with global ptc number 52755. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for unable to walk, apirate both knees/bilateral aspiration, severe pain, developed large golf balls on the injection site additional information was received on 05-mar-2018. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-mar-2018. The follow up information does not change the previous case assessment. This case concerns a patient who received treatment with synvisc one and later the patient had knee effusion, was unable to walk, joint pain, difficulty in standing and injection site swelling. A temporal relationship can be established with the product administration. Thus, the causal relationship of the events to the products cannot be excluded.